Event description:
A patient reported experiencing inaccurate erratic results with a surestep enhanced meter. The patient's blood glucose was 317 and 210 mg/dl within 10 minutes, with a difference of 36%. Patient did not experience any adverse events. No further information has been reported.